Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/mar/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "implant mispositioning" and "granulomatous of the skin." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Physician later reported "implant mispositioning" and "granulomatous of the skin." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "implant mispositioning" and "granulomatous of the skin." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Lymphedema: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Additional observations: observed opening assessed surgical damage. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.